Event description:
Biopsy forceps failed while in use during a colonoscopy. The spring wire separated from the handle but remained connected by a straight wire that the spring surrounds. Patient was not harmed but harm could have occurred if the forceps could not be closed properly on withdrawal. Handle of device is reported to feel different than it used to in that it feels lighter. There have been a total of 3 such failures within one week. All devices of the same 2 lots have been removed.